Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20gax8cm powerglide midline catheter. The catheter was received separated from the deployment housing. Blood residue was abundant throughout the catheter tubing. The catheter was received in two segments which shared a complete break just distal of the luer hub. Microscopic inspection of the break in the catheter revealed sharply defined edges. The break surface progressed at an angle relative to the long axis of the catheter. The break edges appeared reflective and exhibited partially granular and partially striated textures. The break edge features were consistent with damage caused by contact with a sharp instrument, such as the introducer needle. The shape and location of the break indicated that either the catheter was withdrawn against the needle bevel or an attempt was made to advance the needle into the catheter, shearing the catheter. The product IFU states ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.

Event description:
The facility reports they were able to retrieve the catheter with sterile forceps from the dressing pack. A new powerglide was placed successfully. There were no residual consequences to the patient aside from an additional needle puncture. The detachment occurred between the catheter and the hub, not the extension set.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reya1453 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that during insertion catheter allegedly detached from hub when removing needle.